Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe tip fell off, into patient's eye, then removed the tip from eye during vitrectomy surgery. It was leads to extension of surgical time and complexity of surgery. The procedure was completed after replacement of product with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a pouch, for the report. The sample was visually inspected and found to be nonconforming with the probe needle broken at the port. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the file were reviewed by the manufacturing site. Photo show a broken needle tip. Reported issue confirmed from photos. The returned probe was received with the tip broken off confirming the reported issue of a broken tip. The tip was not included with the return sample. How and when the tip broke off cannot be determined from the evaluation performed; therefore, a definite root cause could not be determined. The portion of the probe returned was evaluated and the wear patterns of the probe were found to be consistent with excessive use, which cannot be ruled out as a contributing factor. Per the direction for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. An exact root cause for the broken tip was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).